Event description:
Reference MDR #1219856-2010-00064 for the first event involving the same pt. It was reported by the md that the catheter was inserted at 10:00am to support the pt hemodynamically. At 6:15pm, blood was noticed in the tubing. The intra-aortic balloon (iab) was removed from the pt's right femoral artery. Another iab-06840-u was inserted in the same femoral artery. After 36 hours, the same incident occurred. The second iab was removed, however, "with difficulty." After the iab was removed, the pt was supported with inotropes.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.